Event description:
It is reported that the provisional locking screw fell into the femoral medullary canal. The surgeon was unable to retrieve the screw.

Manufacturer narrative:
Evaluation summary: this design is intended to be used by first assembling the provisional liner and polar locking screw together and placing inside the wound and shell. Subsequently the screwdriver should be used to engage the polar locking screw to the polar threaded hole in the shell. Several alternatives are available to the surgeon to eliminate this issue: use of the alternate design provisional liners with a captured polar locking screw. Use of a locking style hex head screw driver. Preassemble the polar locking screw into the liner provisional prior to inserting into the patient. Based on the investigation findings and the information provided the exact cause of the event cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.